Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a balloon aortic valvuloplasty (bav) was performed due to severe paravalvular leak (pvl), using a 23 x 32 millimeter (mm) balloon for two inflations. Following bav, severe central aortic regurgitation and hypotension were noted. Per the physician, it was suspected that the aortic regurgitation was caused by the bav. Subsequently, a second valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Procedural images submitted for review confirmed a good load and at full deployment there was paravalvular leak (pvl). The valve also appeared to be implanted deep, 12 mm on the non-coronary cusp (ncc) and 10 mm on the left coronary cusp (lcc). At 100% deployment, a portion of the valve frame appeared constrained due to calcium. A post-implant balloon aortic valvuloplasty (bav) was performed and the angiogram confirmed that the valve was over-expanded, which potentially caused aortic insufficiency. Severe aortic insufficiency was confirmed after post-implant bav inflation. It appeared that the balloon was too large for the waist of the valve. Pvl can be caused by a variety of factors such as, valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. Based on the cine review, the first valve was implanted deep. The target implant depth for evolut r is 3 ¿ 5 mm so the valve implant depth may have been suboptimal and likely contributed to the pvl. The patient¿s calcification may have also been a factor as it was seen on the cine review, the valve was constrained by calcium. Similar to pvl, aortic regurgitation can be affected by the same factors. In the device instructions for use (IFU), a post-implant balloon dilatation is referenced as a method to improve valve function and sealing. However, the IFU also states that ¿to ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon for dilatation.¿ the noted hypotension is an effect that is highly dependent on the patient¿s pre-procedural condition and can occur during the implant procedure. It is also a potential adverse event associated with the implantation of the valve in the device IFU. There is no indication of a potential manufacturing issue, device misuse or a quality deficiency. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.